Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported being hospitalized due to diabetic ketoacidosis and declined to provide further details regarding the incident including whether the pod was worn at the time and refused a follow-up call. Patient still remains hospitalized at the time of the aware date. Patient also reported that the controller stopped charging two weeks prior and had not turned on since.